Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the cable unit was damaged with cuts and scratches, the cable unit was deformed and the reported image loss was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the hd camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, and because the phenomenon was not duplicated, during device evaluation, the root cause of the phenomenon could not be identified. It is likely, that the cable was water invaded from the scratched part, and communication failure temporarily occurred. And the image was temporarily invisible. The phenomenon can be prevented, by following the description in the instruction manual for following which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable. Which, could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.